Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that that the issue was caused by a failed module control board. A field service engineer investigated auxiliary full height drawer 6 not detected on the bus, removed the back panel and observed no lights on the module control board, reconnected cables, replaced the module control board, and confirmed the drawer returned to normal operation the system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6 failed and maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.